Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Exact date of event is unknown. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000067433.

Event description:
Related manufacturer reference number: 1627487-2023-00570. It was reported that the patient was unable to set their ipg to MRI mode due to high impedances on one of their leads. It is unknown which lead contributed to their issue. As a result, the patient underwent a surgical procedure on (B)(6) 2023 during which it was discovered that one of their anchors had broken half. The entire system was explanted and replaced to address the issue.